Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the ultrasonic output of the subject device could not be activated, and the user stopped using it. Then he activated the output on the outside of the patient, without grasping the tissue, and the probe broke off. The device was the second use. The procedure was completed with another device. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to osmc for evaluation. The evaluation confirmed that the probe broke off at 15 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, we concluded that the ultrasonic output could not be activated due to the crack, which developed from the scratch as the starting point, since the physical stress by the ultrasonic output or grasping the tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.